Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse arrived at the site to address the reported event. Fse removed the incubator and found sticky debris on the heater plate and a dirty magnet. Additionally, the incubation rotor plate and rotor bearing were worn out. Fse rebuilt the incubator, cleaned all of the parts including the magnets; and then replaced the cpu board motor drive, rotor bushing and incubator table. Fse was subsequently able to run daily check and quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 22690302. There were no similar complaints identified during the search period. The aia-600 ii operator's manual chapter8 - troubleshooting - error messages was reviewed. Pickup failure the aia-600 ii operator's manual indicates that when the pickup failure occurs to: 1. Turn off power to the analyzer. 2. Open covers and check inside the instrument for dropped test cups or tips, test cups or tips obstructing the waste chute, or a test cup stuck in the pickup chuck. 3. Remove any obstructions, clean the waste chute and bottom of the pickup chuck with ethanol, secure the plastic waste liner under the lip of the waste chute. Reinitialize the analyzer by turning on the analyzer at the power switch. 4. Call tosoh bioscience if problem reoccurs. The most probable cause of the reported event is due to a dirty incubator and electronic failure of the incubator.

Event description:
It was reported that the customer received pickup and rotor failure errors with their aia-600 ii bcr analyzer. The customer stated that the cups were being placed on top of the cups in the incubator. The customer attempted to troubleshoot by cleaning the pickup arm and the incubator twice; however, the errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle-stimulating hormone (fsh) and luteinizing hormone (lh ii). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
One cup pickup mechanical assay, sampling motor drive board, main cpu board, and motor drive cpu board were returned for evaluation with no shipping damage. Functional testing of the cup pickup mechanical assay and sampling motor drive board failed. Functional testing of the main cpu board, and motor drive cpu board passed. The reported event was duplicated. The most probable cause of the reported event was due to a defective sampler flat cable, and failure of the cup pickup mechanical assay and sampling motor drive board. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Fse returned to the site to address the reported event. Fse confirmed the error via a print out at the site. Fse replaced the main cpu and cpu motor drive board due to customer reports of a loud grinding sound accompanied by an error message when the incubator became jammed. Fse also replaced the sampler flat cable and flat cable to pia board due to wear. Fse was subsequently able to calibrate, run quality control (qc), and patient samples without issue. Fse returned to the site several days later due to reports of the incubator jamming again. Fse performed incubator and cup transfer adjustments. Subsequent qc and patient samples ran without errors. No further action was required by fse. One sampler flat cable was returned for evaluation with no shipping damage. Visual inspection of the ribbon of the cable revealed a sharp crease, resulting in several pinched traces. The sampler flat cable failed testing. The reported event was duplicated. The most probable cause of the reported event is due to a defective sampler flat cable. (B)(4) is submitting on behalf of the foreign manufacturer, (B)(4), per exemption number e2017013.